Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced syncope which resulted in a fall that led to a leg fracture. The patient presented in the hospital and upon interrogation the right ventricular lead was not capturing. It was also noted that the lead exhibited low impedance; insulation breach was suspected. The lead was explanted and replaced. Patient was in stable during and after the procedure.